Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not make x-ray exposure and displayed an unspecified cine function error message. There is no report of injury or death associated with the event described in this complaint.